Manufacturer narrative:
(B)(4) it was reported that the catheter did not have signals. The catheter was replaced and the issue resolved. There was no patient consequence. The procedure was completed successfully. Upon receipt, the catheter was visually inspected and the peek housing was found damaged. No sharp edges were observed and the evidence showed that pu (adhesive) was properly applied around the damage area. However, this condition was not observed and reported by the customer. All the catheters are inspected for visual damages before packaging. Peek housing section is 100% inspected before leaving the facility. Based on the analysis, the results suggested that an external force was applied and damaged the peek housing. However, this is not conclusive. Then per the reported event, the catheter was tested on eeprom and calibration test and the catheter passed eeprom test but failed calibration test. The catheter was then dissected and it was determined that the root cause was an internal failure of the sensor. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. DHR did not show the gap caused by the lack of pu. The reported customer complaint has been verified.

Event description:
It was reported that a patient, underwent a procedure with a navistar thermocool catheter. A damaged peek housing malfunction occurred. It was reported that the catheter did not have signals. The catheter was replaced and the issue resolved. There was no patient consequence. The procedure was completed successfully. Upon visual inspection of the returned complaint catheter on july 9, 2014, the bwi failure analysis lab noted that the peek housing was torn on the distal end at the tip dome. Additional clarification was requested on this returned condition. However, no additional information has been provided. The event was originally considered non reportable. The physician did not state that there was any physical damage to the device. It is unknown when the damage to the catheter occurred and this is currently under investigation, however, we are reporting this event to comply with timely submission. The returned catheter condition noted on july 9, 2014 has been assessed as reportable. The awareness date was updated for this record from june 12, 2014 to july 9, 2014 as when the issue was found from the bwi failure analysis lab.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).